Event description:
It was reported that balloon rupture occurred. A 2.50mm x 8mm nc emerge balloon catheter was advanced for dilatation. However, during the second inflation at 14 atmospheres for 5 seconds, the balloon ruptured. The device was removed from the patient's body without problem and the procedure was completed with a different device. No patient complications were reported and the patient status was good.